Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of menorrhagia ("excessive menstrual bleeding") and fatigue ("fatigue"). The subject's medical history included anesthesia (oral medications for essure insertion procedure) on (B)(6) 2017. Previously administered products included for an unreported indication: naprosyne on (B)(6) 2017. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2016, the subject experienced fatigue. On (B)(6) 2017, the subject experienced menorrhagia (seriousness criterion intervention required). The subject was treated with surgery (operative hysteroscopy and laparoscopic salpingectomy for essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the fatigue and menorrhagia had not resolved. The investigator considered fatigue and menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: essure was inserted in the 6th day of subject's menstrual cycle. Only adequate visualization of the left tubal ostia was achieved. Unilateral placement achieved only on one side. The subject rated the comfort of undergoing the essure procedure as very good. Essure removal was intended due to excessive menstrual bleeding, fatigue and low abdominal pain. Ligasure and unipolar were reported as energy sources used for essure removal. The subject did not completed the study - termination or lost-to-follow-up was reported as (B)(6) 2018 and the primary reason was that subject was no longer at risk for pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 42-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 8-010) had fallopian tube occlusion insert (batch no. 915889) inserted. The case describes the occurrence of menorrhagia ('excessive menstrual bleeding') and fatigue ('fatigue'). The subject's medical history included anesthesia (oral medications for essure insertion procedure) on (B)(6) 2017. Previously administered products included for an unreported indication: naprosyne on (B)(6) 2017. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2016, the subject experienced fatigue. On(B)(6) 2017, the subject experienced menorrhagia (seriousness criterion intervention required), 5 years 2 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (operative hysteroscopy and laparoscopic salpingectomy for essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the fatigue and menorrhagia had not resolved. The investigator considered fatigue and menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: essure was inserted in the 6th day of subject's menstrual cycle. Only adequate visualization of the left tubal ostia was achieved. Unilateral placement achieved only on one side. The subject rated the comfort of undergoing the essure procedure as very good. Essure removal was intended due to excessive menstrual bleeding, fatigue and low abdominal pain. Ligasure and unipolar were reported as energy sources used for essure removal. Removal of the essure device on (B)(6) 2017 was performed on subjects' request following aes. Under general anesthesia an uncomplicated tubectomy and removal of essure took place on both sides. During the procedure, it was noticeable that there were perihepatical and peripheral adhaesies, in accordance with chlamydia status. Operation details (B)(6) 2017: inspection: normal uterine aspect in avf. Open the tuba with the scissors until the essure is visible. The essure is then removed step by step with two tongs. This is complete including fourth marker. Then, with ligasure, further unload the tuba at the cornua and left the tubectomy, upon inspection good hemostasis. The same procedure then follows on the right. Here too, the essure is completely removed including the fourth marker. Then with ligasure tubectomy on the right. Good hemostasis upon inspection. Removing devices and tubae with endobag (controlled). Macroscopy: 1. Length cross-section and three proximal tuba one. 2: 3 representative sections where essure was found. Microscopy: cross section through tuba with focal calcification of some histiocytic infiltrate. Locally the line is double breaking material. There is some fibrosis. Conclusion: tuba (both sides): reactive changes appropriate to the status after essure. The subject did not completed the study - termination or lost-to-follow-up was reported as (B)(6) 2018 and the primary reason was that subject was no longer at risk for pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: the investigator informed that the subject did not have any medical history or previous gynecological disorders. No relevant lab data was provided. Essure was inserted for permanent ac. Essure lot number was provided (915889). We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report .

Manufacturer narrative:
This 42-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of menorrhagia ("excessive menstrual bleeding") and fatigue ("fatigue"). The subject's medical history included anesthesia (oral medications for essure insertion procedure) on (B)(6) 2017. Previously administered products included for an unreported indication: naprosyn on (B)(6) 2017. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In september 2016, the subject experienced fatigue. On (B)(6) 2017, the subject experienced menorrhagia (seriousness criterion intervention required), 5 years 2 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (operative hysteroscopy and laparoscopic salpingectomy for essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the fatigue and menorrhagia had not resolved. The investigator considered fatigue and menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: essure was inserted in the 6th day of subject's menstrual cycle. Only adequate visualization of the left tubal ostia was achieved. Unilateral placement achieved only on one side. The subject rated the comfort of undergoing the essure procedure as very good. Essure removal was intended due to excessive menstrual bleeding, fatigue and low abdominal pain. Ligasure and unipolar were reported as energy sources used for essure removal. The subject did not completed the study - termination or lost-to-follow-up was reported as (B)(6) 2018 and the primary reason was that subject was no longer at risk for pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc. We will receive a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.